Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2010. Patient underwent revision surgery on (B)(6), 2012 due to dislocation. Surgeon suspected that patient may have stumbled inward and dislocated component. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012